Event description:
It was reported that asymptomatic patient presented for follow up when externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced with no complications to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 40.4-40.5cm and 42.6-43.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 8.3-8.9cm and 13.8-15.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 13.8-14.0cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 6.8-8.2cm from the distal tip. The etfe coating was abraded at these locations.